Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. No device analysis was performed; the device met risk-based analysis criteria.

Event description:
The health care provider (hcp) reported that the patient was infected on (B)(6) 2016 and their system was explanted. The infection organism was unknown. The device was not replaced. There was no patient death and no patient injury. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.